Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: it was noted that it was difficult to approximate the stapler and green indicator was hardly visible. The handle was hard to squeeze, and after firing, malformed staples were seen on the posterior wall. Stitches were added to the posterior site to correct the anastomosis, and a temporary stoma was set up. There was oozing bleeding under 200cc, and surgery time was extended by more than thirty minutes as a result. It is reported that the pt's tissues were edematous. The pt currently under observation.